Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by bolus via the pump and manual insulin injection. Customer changed the cartridge and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.